Event description:
It was reported that this device was beeping post surgery. The battery status is now at elective replacement time (eri). A review of device downloaded memory was done by technical services and premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.